Manufacturer narrative:
(B)(4)/ customer returned insulin pump for an alleged blank display found on (B)(6) 2021. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the electrical board1, electrical board2, force sensor, motor, harness assembly vibrator due to corroded battery tube. Unable to download the history files using thus software due to blank display test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked case corner of belt clip rails, cracked battery tube threads, and fading serial number label. Blank display due to moisture damage on the electrical board 1 and electrical board 2. Insulin pump was confirmed for physical damage on the battery tube area. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cracks near the battery compartment. Customer reported that insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump was returned fro analysis.